Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. The complete UDI number could not be provided as the lot number of the incident device was not provided by the customer. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "mr (B)(6) was the surgeon performing the lap chole at york hospital. During the case he was using trocars from applied medical and applied medical scissors (cb030). During the case he noticed a piece of black rubber in the patient and went to retrieve it, they carried on with the procedure and reported the incident to ourselves. The black rubber looks to be from the inner instrument seal within the seal housing of the c0r47 and there is a piece of rubber missing. Other ports used did not have any pieces of rubber missing." Patient status - "the patient has been discharged from hospital after a successful operation".